Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 419 mg/dl. Customer took a shot with a syringe. Customer had low insulin and was rewinding the pump when the motor error occurred. Customer's blood glucose level has been running high for awhile now. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.